Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen porous femoral component size d right, catalog #: 00597201402, lot #: 62685909. Nexgen trabecular metal cruciate retaining monoblock tibial component size 4 c-h, catalog #: 00588604414, lot #: 61769569. The device was evaluated through manufacturing review, however, the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could be determined due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2018-04594, 3005751028-2020-00032. This complaint has been reassessed as part of ca-(B)(4). It was determined that additional regulatory reporting is required.

Event description:
It is reported that the patient has experienced pain, swelling, numbness and loss of balance, which has led to multiple falls approximately three (3) years following knee arthroplasty. Attempts have been made and no additional information is available.